Manufacturer narrative:
The suspect device was returned to olympus for evaluation. As described, during inspection and testing, the coating of the insertion section was found to be peeled off. In addition, the bending cover was leaking, there were black dots on the image, the bending angles were out of specification, there was a dent in the light guide tube, and there were scratches on the insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The device was manufactured over 13 years ago. Based on the results of the legal manufacturer's investigation, it is likely the coating was peeling due to physical stress, chemical stress, or due to the storage environment. A definitive root cause could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." The device's reprocessing manual contains the following warning: "this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." The device's reprocessing manual contains the following caution regard storage of the device: "the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bending section cover of the scope was leaking and there were black spots on the image. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the coating of the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (coating was peeling). There was no harm or user injury reported due to the event.